Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, nozzle clogged, bending section cover glue chipped, angulation play, probe loose/screws loose, seat holder corroded, acoustic lens damaged, glue around the cover lens missing, up/down knob torque, air/water nut damaged, suction cylinder nut damaged, and scope body scratched. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, on an evis exera ii ultrasound gastrovideoscope for not insufflating the endoluminal route (no air flow). Upon inspection and testing of the customer returned device, the adhesive on the distal end had gap, and stain entered inside the lens through the gap. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable causes of the adhesive peeling on the distal end include: peel stress, handling, or other undetermined factors. The root cause of the event was unable to be identified. The following is included in the instructions for use: ¿3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.